Manufacturer narrative:
The device was received and evaluated by spacelabs healthcare equipment service center. The technician verified stated that the unit had a build up of dust in the unit and non-functional fan on the video card. The customer was advised that due to the age of their device and part obsolescence their exhibit central station was no longer repairable, and that they would need to replace the device. The reported problem was due to a faulty fan on the video card.

Manufacturer narrative:
A return authorization was created for the customer to ship the faulty device in to spacelabs healthcare for depot repair. At this time, the device has not been received. A follow up report will be submitted in accordance with 21 cfr 803.56 if additional information becomes available.

Event description:
The customer reported that while monitoring patients on a xhibit central station (xcs), the central would shut itself down every twenty minutes. There was no patient or user harm associated with this event.